Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry door would not close. There was no patient present when this issue was observed.

Event description:
Additional information was received. A medtronic representative reported that the site fixed the issue before he called them to set up a time to go look at it. Therefore, no servicing or testing was performed for the system for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.